Event description:
It was reported that the patient presented in clinic. A device interrogation found that the patient's right ventricular (rv) lead exhibited high capture threshold. The lead was attempted to be repositioned but was unsuccessful due to the helix failing to be retracted. It was suspected that the helix was bent or damaged at implant. The rv lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported events were helix mechanism issue, helix damage and unacceptable threshold. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood and tissue. The reported event of helix damage was not confirmed. X-ray examination of the helix did not find any anomalies. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies.